Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognised lot number format for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no samples were returned a product evaluation could not be carried out. No images were provided for assessment. A clinical investigation was conducted. It was concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated that "allergic reaction of the child was considerable" and the opsite flexgrid was removed and the issue resolved. Therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. The risk file for this product states that if the dressing is applied to users with fragile skin or patients with a dermatological condition a type 4 sensitisation reaction can occur. This is the most likely failure mode from the available information. As stated in the IFU for this product, some cases of maceration and irritation can occur. Those with fragile skin are particularly susceptible to this. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on (B)(6) 2020, a child was diagnosed with hyperbilirubinemia of the newborn, and was admitted to the hospital for treatment with an opsite flexgrid. Half an hour later, the family found that the skin was red and several needle like rashes were scattered around the place. The allergic reaction of the child was considerable. Half an hour after removing the dressing the allergy was gone.